Manufacturer narrative:
The reported event of premature discharge of battery and low pacing impedance were confirmed. The low pacing impedance noted in the field is consistent with the device reaching end of service (eos). The device was received from the field unable to establish telemetry upon receipt. The device was cut open and battery voltage was found to be at end of service (eos). A longevity calculation was performed and found battery depletion was premature. Analysis revealed high current drain from the hybrid. A hybrid component anomaly was found to be the root cause of the high current drain and premature battery depletion.

Event description:
During an in clinic follow up, the device was found to be at end of service (eos) only one year following implant and low pacing impedance was observed. Premature battery depletion was suspected. The device was explanted and replaced. Following the device replacement the pacing impedance values were stable with the new device. The patient was stable.